Event description:
As reported, the patient had an initial right tka. The patient complained of pain and was revised approximately 38 months later due to a loose femur, prosthetic wear and recalled poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
" D10: 02-020-11-0230 - truliant ps cem fem ps cem left sz 3, 02-020-11-0330 - truliant ps cem fem ps cem right sz 3, 02-022-35-3013 - truliant tib imp ps insert sz 3 13mm, 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t, 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t, 200-07-35 - advanced patella 35mm 3 peg implant, 200-07-35 - advanced patella 35mm 3 peg implant. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01357. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."